Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Liver. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Some where between 2-4 firings. What color cartridge was being used? Vascular. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes but unknown which firing. Were any unexpected noises heard? Not mentioned. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? The surgeon stated to the rep, after the incident he should have used a different reload. What were the patient's pre-existing conditions? Asku. How long has the surgeon been using this device for this procedure (in years)? Surgeon has used device but amount of time is unknown. Was there a recent conversion to ees devices in this account or with this surgeon? Yes, at the account.

Manufacturer narrative:
(B)(4). The analysis results found that one device was returned with the anvil bent upwards and with no reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Additionally, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during an open splenectomy with partial liver removal. The surgeon stated he fired the device with a vascular reload on the liver. The surgeon claims the battery died midway through firing sequence. However, the knife returned on its own. Surgeon stated that no buttons had been pushed to return the knife. The device had been fired over staple lines, but it is unknown if it was before or after the incident. Another device was used to complete the case. The was no adverse consequence to the patient.